Manufacturer narrative:
Device evaluation: the pump and a section of the catheter were returned for investigation. A complete analysis of the entire catheter could not be performed since only a section of the catheter was returned. The pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing flow rate tests. The pump operated per specification. Testing confirmed the catheter section was patent with air and sterile water for injection, with no leaks observed. (B)(4).

Event description:
A health care professional reported that the patient experienced a fall shortly after the implant surgery, which caused the catheter to wrap around the pump and migrate from the intrathecal space. The patient experienced a cerebrospinal fluid leak and the pump was explanted on (B)(6) 2016. The patient was re-implanted with a prometra ii pump on (B)(6) 2017 and is doing well.

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
The pump was explanted and returned for evaluation. The date and reason for explant are unknown.